Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, information received from patient's legal representation indicated on or about (B)(6) 2012 plaintiff underwent surgical procedure during which her physicians implanted restorelle mesh into plaintiff for treatment of stress urinary incontinence and pelvic organ prolapse. Plaintiff subsequently treated with her physicians for severe pain with daily activities and intercourse. Plaintiff underwent three mesh revision procedures due to pain on or about (B)(6) 2013 and (B)(6) 2014 during which the mesh was revised and/or excised and will likely be forced to undergo additional corrective procedures and/or additional medical treatment. Plaintiff has suffered, and continues to suffer, multiple, severe and painful personal injuries, including, but not limited to, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.